Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. For clarification, the instrument was found to have the main tube broken at the distal end. A piece of the main tube measuring approximately 0.176¿ x 0.235¿ was not returned with the instrument. The grips were returned along with the instrument. The root cause is typically attributed to the user mishandling/misuse. A review of the device logs for the prograsp forceps (part# 471093-11 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6)2022 via system serial# (B)(4). There were 6 uses remaining after this last usage. No image or video clip for the reported event was available for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the prograsp forceps instrument axis was shifted and the cannula cannot be removed. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information. However, hospital regulations were strictly enforced due to the corona virus; interviews were not possible. So no additional information cannot be provided by the customer.